Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were hyper-responsive and causing scrolling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: 09/11/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: during a visual inspection of the keypad, it was noted that there was a tear on the ok button and all of the buttons on the keypad were unresponsive. The keypad cover was removed and contamination was found underneath all buttons. The contact spring on the up, down and ok buttons was inverted. Unrelated to the original complaint, the display was found to be dim and discolored. Also unrelated to the original complaint, there were three cracks noted on the battery compartment; above, below and to the left of the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.